Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 17-apr-2024, it was reported that on (B)(6) 2024, the patient experienced that the infusion set cannula was kinked. Within 3 or more hours of thigh insertion customer noticed symptoms. The blood glucose level of the patient was 300 - 399 mg/dl. Additionally, location site was regularly rotated, and the infusion set was used for 8 - 12 hours. The patient replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.